Event description:
Edwards reviewed the literature article, valve-in-valve transcatheter aortic valve replacement for bioprosthetic aortic valve disease in pregnancy by driggin, e, bloom, j, kodali, s. Et al. Valve-in-valve transcatheter aortic valve replacement for bioprosthetic aortic valve disease in pregnancy. J am coll cardiol case rep. 2025 mar, 30. It was learned that a patient with a 25mm perimount valve implanted for eight (7) years underwent valve-in-valve procedure due to structural valve deterioration causing severe bioprosthetic aortic insufficiency and moderate to severe stenosis. Patient presented to case in early pregnancy with signs and symptoms of heart failure. A 29mm non-edwards transcatheter valve was used in replacement. Examination and echocardiogram revealed severe bioprosthetic aortic valve insufficiency and moderate to severe stenosis. The mechanism of this ai and as was structural valve deterioration characterized by leaflet immobility. The patient underwent successful tavr with a 29mm non-edwards transcatheter valve in the second trimester as a bridge to an uncomplicated term vaginal delivery. Patient was discharged on pod # 6.

Manufacturer narrative:
Corrected b5 and h6.

Manufacturer narrative:
Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards reviewed the literature article, valve-in-valve transcatheter aortic valve replacement for bioprosthetic aortic valve disease in pregnancy valve-in-valve transcatheter aortic valve replacement for bioprosthetic aortic valve disease in pregnancy. J am coll cardiol case rep. 2025 mar, 30 (6_part_2). Https://doi.org/10.1016/j.jaccas.2025.103386. It was learned a patient with a 25mm perimount valve implanted eight (7) years underwent valve-in-valve procedure due to moderate to severe bioprosthetic aortic stenosis and aortic insufficiency. Patient presented to case in early pregnancy with progressive dyspnea on exertion. Examination and echocardiogram revealed moderate to severe bioprosthetic aortic stenosis and severe aortic insufficiency. The patient underwent successful tavr with a 29mm non-edwards transcatheter valve in the second trimester as a bridge to an uncomplicated term vaginal delivery. Patient was discharged on pod # 6.